Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 421 mg/dl and the ketone level was large. The pump supplies were changed and a bolus via the pump was delivered. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids/insulin and insulin injections. Bg and dka were resolved. The customer was discharged on (B)(6) 2019 and had resumed insulin delivery via pump.